Manufacturer narrative:
One infusion pump was returned for evaluation. Device was visually inspected and was found to be in good physical condition. Pump underwent functional testing for pressure failure. The reported customer's complaint was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6 percent. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd solis vip had failed volume test. No further information was provided.